Event description:
The hcp reported, after recovering from a catheter revision, the patient came in for a refill and had 38 cc of drug in their pump when 3 cc were expected. No new symptoms have been reported with this event. The hcp reported, they will be following up with more studies/troubleshooting to examine the problem. Additional information received from the hcp indicated the patient was experiencing some spasticity. The hcp indicated a dye study and rotor study will be done although no timeline was provided. The drug used in the pump is lioresal 2000 mcg/ml at a dose of 460 mcg/day. See MFR report # 6000030200701281.

Manufacturer narrative:
.